Manufacturer narrative:
(B)(4). The date of the peritonitis event was reported to be sometime in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The patient was hospitalized for ten days and was treated intraperitoneally with vancomycin (dose and frequency not reported) for the event. It was reported that the patient recovered from the peritonitis. Action taken with dianeal therapy was not reported. The patient's caregiver was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. It was reported that pd therapy was ongoing and the patient was retrained in proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.